Manufacturer narrative:
(B)(4). On an unreported date, reported as ¿recently¿, the patient experienced peritonitis. (B)(6). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal discomfort coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as a use error due to the caregiver connected the pd solution bags while the clamps were open during set-up for pd therapy. On an unreported date (reported as yesterday), the patient went to the emergency room (ER) due to waking up at the end of therapy and feeling very uncomfortable in the abdominal area. It was reported that an unknown amount of fluid (unspecified) was drained out of the patient's body while in the ER. The patient was subsequently hospitalized for the event. Treatment for the event was not reported. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. The action taken with dianeal therapy was not reported. No additional information is available.